Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a loss of pain relief. The device involved with the report of the broken implantable neurostimulator was implanted in 2009 or 2010. No troubleshooting was performed related to the battery issue and the implantable neurostimulator was replaced to resolve the report of the device being broken. If additional information is received a follow-up report will be sent.

Event description:
It was reported that the device had to be replaced because it was broken. The reporter stated that the patient wore out the implant. It was unclear which device was replaced because it was broken and which device she wore out.